Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump explanted in (B)(6) 2014 due to skin ulceration at the device pocket/pump location. It was noted the patient was very skinny. The patient status was reported as alive no injury. On (B)(6) 2014, the pump was programmed at minimum rate. There was no alleged product issue and diagnostic testing/troubleshooting was not required. The pump was being used to deliver fentanyl.

Event description:
Additional information received reported the pump was working well (no overdosage noted). The problem was only the dimension of the pump. After the pump explant the patient was doing fine and the ulceration at the pump site resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.